Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm after the fill tubing step of the load process. The customer's blood glucose levels were not impacted. During troubleshooting with tandem technical support, customer was able to resume insulin delivery and complete the load process.